Event description:
It was reported that one day post implant, myopotential oversensing causing inhibition of pacing was observed. The patient was asymptomatic. The oversensing was reproduced when the patient coughed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.